Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a (B)(6) patient with dizziness and vomiting.. There was no additional patient information at the time of this report. Return product is available. Method: I-stat, specimen: wb, collected: 14:58, tested: 14:58, result: 1.49, sample: a; vitros, plasma, 18:45, 19:33, 0.00, b. Samples were collected and tested on (B)(6) 2018. There are no injuries associated with this event. There was no repeat on I-stat. The reporting decision was based on the information available.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/20/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l17247.